Event description:
The customer reported to beckman coulter (bec) that an estimated 40 ml of cleaner had leaked from the right side of the coulter lh 500 hematology analyzer while a startup was being completed. The leak was not contained within the instrument. The customer also indicated that the manual mode was not working. The material safety data sheet (msds) was not reviewed. There is an exposure control/risk management plan in place at the facility. The operator was wearing gloves and a laboratory coat at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. There was no impact to patient results. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse inspected the instrument and confirmed the leak and discovered a pin hole in I-beam tubing from pinch valves (pv37) and (pv27) along with a popped off restrictor tubing from the blood sampling valve (bsv) to the peltier module. The fse replaced all tubing, resolving the leak and manual mode issues. The fse thoroughly cleaned the bsv, replaced the differential mixing chamber, replaced the differential sample line from the differential mixing chamber to the flow cell, and replaced the diff mixing chamber drain tubing. Failure mode was related to a pin hole in I-beam tubing from pinch valves (pv37) and (pv27), and also a worn restrictor tubing from bsv to peltier. (B)(4).